Event description:
Elderly male with history of acute on chronic kidney disease. Procedure: cystoscopy, retrograde, pyelogram, ureteroscopy and left jj stent placement. After placing a ureteral stent, it was observed that the metal tip was off the pusher and the glidewire was frayed. Metal tip was observed on the set-up tray so the tip was not in the glidewire when used on the patient. No known harm to patient.